Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the needle deployed early before the pod was activated; this indicates a needle mechanism failure. The pod was worn for less than an hour. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The pod arrived not deployed with the slide insert not visible through the top housing window. No damages or manufacturing defects were observed that would restrict the needle mechanism from deploying. Although the pod arrived in pod state 15 delivering a total of 47 first prime pulses and was subsequently deactivated before the start of second priming. The pod did not run enough pulses for the needle mechanism to deploy. No problems were found regarding the reported needle mechanism component failure complaint and the pod functioned as intended.